Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open whipple procedure, the device fired, but when the tech went to open the jaws to unload, the device jaws would not open. A new handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One reload was received with a full complement of staples. The jaws would not spring open. The cartridge springs were present and properly assembled, but were fatigued and had little spring force. This can occur after multiple clamping cycles or if the device is left in a clamped state for an extended period of time. No other defects or abnormalities noted with reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.